Event description:
During preparation for coronary artery bypass graft surgery, three heartstring seals unraveled while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hospital.